Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument upon use with the jaws open, a cable was observed to be fraying and protruding from the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and reported issue with the instrument could not be replicated nor confirmed. No damage was observed. The instrument was fully functional no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.